Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Impact of substrate modification by catheter ablation on implantable cardioverter-defibrillator interventions in patients with unstable ventricular arrhythmias and coronary artery disease: results from the multicenter randomized controlled sms (substrate modification study). Circulation: arrhythmia and electrophysiology. 2017; 10(3). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (ICD) and implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports there were patient deaths and patients who experienced lead dislodgment, perforation, lead disfunction requiring revision, ICD replacement, and ICD reprogramming. It was additionally noted that patients experienced atrioventricular conduction block, tamponade, and pneumothorax. The status of the devices and leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patients were enrolled in the substrate modification study. Further information provided by the site indicated that neither of the patient deaths listed in the article were device related.